Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an intoxication episode. Due to the symptoms present during the intoxication, system exhibited noise and oversensing. Inappropriate shocks were delivered. Electrode fracture is suspected; however, it has not been confirmed. Troubleshooting was discussed. This system remains in service. No further adverse patient effects were reported.